Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had problems with her sensor. Customer stated that she put in a new sensor and wore it for a day and a half. Customer had calibrations that were really off. Customer stated that last night she got 2 calibration errors in a row. Customer changed the battery but does not see any lights on the charger. Customer stated that the first day, the sensor told her that she was low but her blood glucose was not low. Customer's sensor glucose was 41 mg/dl and her blood glucose was 140 mg/dl. Customer had a threshold suspend alarm and would resume it. Customer found a bent cannula on the sensor that she just removed. Customer calibrates 3 times a day. Customer was recommended to change the location of the transmitter if the issue persists. The sensor will be replaced. Customer declined troubleshooting for the calibration error and change sensor.